Event description:
It was reported to nova biomedical on the event date, that a consumer in 2007, had an incident using the nova blood glucose meter. Consumer stated that around 2:45 pm she tested herself using her "purse meter" getting a result in the 400's. The consumer bolused an unk amount of insulin based that reading. Subsequently, while driving, the consumer experienced a hypoglycemic event and got into an accident. Approx 4:00 pm. The consumer was taken to the hosp in an ambulance. In the ambulance the emts tested the consumer getting a result of 43 mg/dl on their unk meter. The emts treated the consumer with IV glucose. It was discovered during this call, the consumer does not keep the test strips in the original vial as directed. According to the consumer, she "dumps" loose test strips in her carrying case which is against our directions for use as it may compromise the integrity of the test strips. The meter and test strips in question will not be returned for eval, because the test strips have all been used up by the consumer.

Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a f/u report will be filed.